Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks in the secondary vector due to oversensing. The s-ICD was reprogrammed to the primary vector and remains in service. No therapy exhaustion or adverse patient effects were reported.